Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the pulse generator exhibited inadequate capture. The device and the right ventricular lead were tested through psa with the same results. The device was not used and new device placed. The patient tolerated the procedure well.